Manufacturer narrative:
A ge service representative evaluated the system and reseated circuit boards, cables, and connectors. The system operates as intended.

Event description:
The customer reported a collimator iris pot error. This error disables x-ray functionality on this system. There is no report of injury or death associated with this event.